Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the reported error from the error logs. Fse had a squeaky noise from the main arm sampler while instrument was running samples. Fse lubricated the main arm and all other assemblies. Customer successfully ran quality control and patient samples without error, and results were within acceptable ranges. No further action required by field service. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no similar complaints identified during the search period. The aia-2000 operator's manual under appendix 4: error messages states the following: [4223] main arm z-axis home overrun cause: the home sensor activated improperly after movement of the main arm z-axis. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to main arm needed lubrication.

Event description:
A customer reported getting error message "4223 main aim z axis home overrun" on the aia-2000 instrument. The customer confirmed the waste was not full, but a cup was found in the tip tray and removed. Technical support specialist (tss) instructed the customer to exit out of the analyzer software and perform an all set home function in maintenance, which resolved issue at the time, but error reoccurred later that day, and customer is unable to process samples. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg), luteinizing hormone (lhii) and cardiac troponin I (ctnl2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.